Event description:
It was stated that insulin leaked from the reservoir into the reservoir compartment. It was also stated, that the customer experienced high blood glucose readings. The readings were not reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.